Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked touchscreen that posed a laceration hazard when swiping, while blood glucose was not affected. Symptoms included risk of minor injury from a sharp, damaged screen surface. Outcomes included device replacement and continued use of the user¿s cgm system until the replacement arrived. Investigation included remote assessment via customer-provided photos and verification of device function. Investigation of this device revealed physical damage to the display assembly consistent with accidental impact, with no evidence of performance malfunction affecting therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop.